Manufacturer narrative:
D9: date returned to manufacturer; 13 sept 2024. Device evaluation: one device received for analysis. Functional testing performed and found anomalies. The cassette was cut opened to further investigate the anomalies. White residue was observed on the internal bag surface, outside the fluid path. Using a disinfectant wipe residue was able to be removed. The customer reported complaint of contamination was confirmed. The probable cause was due to a manufacturing error. The complaints cannot be confirmed. The complaint of white floaters after priming and preparation of the cassettes cannot be confirmed.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that many of the 100ml and 250ml cassettes they have seen recently have many more small flaws in them, such as indents, marks, or extra material on the bags inside the cassette, as well as dark marks and what looks like little pieces of fuzz on the outside of the bags. Per reporter, this has happened with a few different lot numbers. They don't keep any record of the lot numbers on the cassettes, so the customer doesn't have them all. The reporter also noted that this has happened with both of those lot numbers because that¿s what they've ordered recently, as well as sku 21-7302-24 lot#: 4440912 and sku 21-7308-24 lot#: 4462650. Standard 7047 tubing was used. They use the equashield cstd. To keep the process of adding medication closed, they used a luer lock adapter as well as a female connector piece to add normal saline. The pump was used to prime, and the patient went home with that connection as well as a female connector on the end of the extension line. The event occurred during set up. The operator of the device was a health professional. There was no patient involvement.